Event description:
It was alleged that during an infusion blood was noted to back up the IV tubing line from the patient. It was also noted that the IV line had stopped infusing. The IV was re-started and proceeded normally. The nurse noted that at 0700 the patient's blood pressure dropped and dobutamine was started. Later it was reported that the IV tubing was moved to a different pump device. The patient was reportedly not injured or had any consequence. No further details about the event are available.